Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00142.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had poor hip scores aaos score was ii, paprosky 1c and harris hip scores 54, 57, 57 at 1, 2 and 5 years respectively. No further information is available.